Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had intermittent disconnection at the scope and the device to not be recognized. This issue occurred during inspection for use. There were no reports of patient involvement.